Manufacturer narrative:
Review of DHR for assembly lot # 2003000795 component lot #s indicates that no discrepancies were noted that would be associated with this complaint. DHR's for the raw material lots chirulen 331398 and biodur 208272 were reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shape, jde number, lot number, and heat number, no discrepancies were found. Review of the inspection sheets showed that the material conformed to all dimensional, chemical content analysis, recertification specifications. Packing list contained the correct type, size, and heat number. The DHR review did not show any nonconformity. Review of raw material lots showed that the material conformed to specifications. Date of manufacture obtained during DHR review.

Event description:
Pt implanted with a prodisc-c at c5-c6 on (B)(6) 2003 as part of the ide study experienced neck and arm pain on (B)(6) 2010.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A product development evaluation was conducted. This is a case reported as pain with no further explanation. A search on pub-med did not uncover any reports of a prodisc-c revision resulting from pain specifically. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states: performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The source of the patients continued pain remains unclear in this case, as such, a conclusion cannot be determined.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number was provided.